Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the right ventricular lead exhibited noise. Noise was reproducible with isometric testing. The lead was reprogrammed. Other electrical measurements were in range. The patient would continue to be monitored.